Manufacturer narrative:
The unit passed the displacement test, operating currents, self-test, and off no power test. The unit had no failed battery alarm and no ramping numbers. The unit had an intermittent button response due to a corroded keypad. The unit had a cracked case at the display window corner. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer called in to report a keypad anomaly and a failed battery test alarm after inserting the same battery. The customer did not recall any significant events leading to the issue. The customer's blood glucose level was 104 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.